Event description:
Davinci si presented with unrecoverable fault displaying code "297". Robot restarted 3 times with same fault being displayed. Davinci technical support contacted and walked staff through various steps to correct the issue without resolve. Patient's surgery cancelled/re-scheduled. FDA safety report ID # (B)(4).